Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic myomectomy, mini laparotomy with contained morcellation, ovarian lysis, the taper needle pulled off of the suture while being utilized. There was no patient injury.